Manufacturer narrative:
Device investigation narrative - the associated complaint device was returned and evaluated. Photo of the implant at the break reveals material displacement in a rotational pattern, indicating a torsional failure caused by insertion resistance. Several situations can lead to insertion resistance: improper hole preparation, i.e. Wrong size tap/insufficient clean-out of debris, hole drilled off axis from medullary canal causing implant to be driven against bone and insertion off axis from drilled hole causing implant to be driven against bone. It was further reported that the surgeon is confident no pieces were left in the patient, bone quality was hard, and same bone hole was used to implant the backup device. Based on a review of the information provided with this case, a user related incident occurred. No further risk to patient is anticipated based on the information provided, therefore, no further medical assessment is warranted at this time. Based on this investigation, the need for corrective action is not indicated. We consider this investigation closed. Should additional information be received, the complaint will be reopened. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported the hat-trick pip implant broke in the patient half way during insertion.